Event description:
Physician reported that the introducer broke in half when trying to remove the introducer from the vertebral body. Physician had to perform a 4 inch cut-down to gain better access to the introducer. The entire device was removed.

Manufacturer narrative:
Product has been returned for investigation. Visual examination of the introducer was performed investigation revealed the physician did not use dfine bone cement. Also, the bone cement was delivered into the introducer. The dfine introducer was not designed for delivery of bone cement. Per updated info, pt is doing fine.